Event description:
The patient underwent lead and generator replacement surgery due to the high impedance. The explanted lead was received by the manufacturer for analysis, but analysis has not been approved for the device to date. No additional relevant information has been received to date.

Event description:
It was clarified that the patient's generator was replaced prophylactically. Analysis was approved for the lead. The lead was returned in two pieces. Three sets of set screw marks were seen on the connector pin providing evidence that proper contact between the set screw and the connector pin existed at least once. A break was identified in the negative coil. Microscopy images of the negative coil show that pitting occurred at the break location. Due to metal dissolution and mechanical distortion, the fracture mechanism could not be determined. The lead had a spiraled or wavy appearance at some locations. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was observed on a patient's device during a clinic visit. The physician planned to perform revision surgery. No additional relevant information has been received to date. No surgical intervention has occurred to date.